Manufacturer narrative:
Concomitant: product ID 8709sc, lot# n129865017, implanted: 2007-(B)(6), explanted: 2015-(B)(6), product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug (could not confirm of patient was receiving therapy, as the pump was explanted on (B)(6)-2014) in an implantable pump for non-malignant pain and chronic low back pain. The patient was in a spinal fusion surgery (unrelated to the therapy) and the spinal segment of the catheter was accidentally cut on the day of the report. A catheter connector and were first utilized, but the hcp accidentally cut off the boots. So a connector pin and strain relief (out of a distal segment revision kit) were used. The managing hcp did not perform the surgery. The pump status was not checked prior to the revision and the reporter was unaware if any of the patient's devices were explanted on (B)(6)-2015. According to pre and post operative notes, the pump was explanted on (B)(6)-2014. The practice had no report of any pump refills for the past few years. It was possible the pump was removed, but the catheter was still in place. The pump location could not be confirmed. Additional information was requested from the manufacturer representative regarding drug information, concomitant medications, and pertinent medical history. If additional information is received, a follow-up report will be submitted/the event will be updated. Please refer to mfg. Report# 3007566237-2016-00449 for information pertaining to the cut catheter.